Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of their stimulation issues (dissipating/not feeling it/weak signal) was that the implant unit failed. They stated that only one program worked with a very weak signal. As further actions taken for the issue, the patient stated that their healthcare professional (hcp) handled the case and extensive testing was done to improve the settings but nothing worked. The patient reported that the implant was done in (B)(6) 2015 and needed to be replaced by (B)(6) 2016. The issue was reported as resolved. The patient did not know the status of the explanted device. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported as follows: weak stimulation, leaking = "noticed a little before (B)(6) 2015" (2015); stimulation dissipating/not feeling the stimulation = (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss/change of therapy. They started to leak so they changed programs. They normally changed programs when this happened, which resolves the problem. However, the patient was only feeling the stimulation sensation on program 2 and then it dissipates. The patient did not feel stimulation. There were no falls/trauma or electromagnetic interference (emi) related to the issue. The patient had tried all programs and increased amplitude to the upper limit and was not feeling the stimulation sensation except for initially on program 2. Follow up information was received from the patient on (B)(6) 2016 that reported the steps taken to resolve the issues was that the patient was instructed to call their healthcare professional (hcp). Further follow up information received from the patient on (B)(6) 2016 reported that the unit needed to be ¿reset.¿ after that, ¿it was working fine. Additional information received on may 16, 2018 from the patient reported that they noticed a lot of urinating so they tried to change programs but none of the programs were effective for their symptoms. The patient also stated that the ¿stimulation was at a weak signal¿. The patient had a revision where the ins was replaced because it was ¿failing¿. It was noted that the current ins was not giving the patient any problems. There were no further complications reported or anticipated.